Manufacturer narrative:
Visual inspection performed the (B)(6) 2018 by r&d product manager: pictures received with the complaint notification were also considered. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ø7mm was inserted. No information about tapping and bone quality/hardness. Usually the surgeon is able to perceives the high torque during the insertion, in such case he could remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage. Batch review performed on (B)(6) 2018: lot 1654936: 40 items manufactured and released on 13 march 2017. No anomalies found related to the problem. To date, 4 similar events have been reported on items of the same lot.

Event description:
When inserting a 7mm screw the tip of the screwdriver broke. The surgery was continued with the 2nd screwdriver on the set. Instrument debris fell in the patient and was removed by the surgeon. One minute of delay in the surgery. No damages to the pedicle screw.